Event description:
The device was being used to treat a pt. Reportedly, the device was charged to 200 joules, but would not transfer the energy to the pt. The pt was not resuscitated. The rptr stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the attending clinician's assessment of the pt's lack of viability. The pt's details were not reported.